Manufacturer narrative:
(B)(4). D10: 42518200609 - partial articular surface left medial size f 9 mm thickness - 65370712. 42558000501 - partial femur cemented size 5 left medial - 66796858. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that the patient underwent an initial bilateral ppk surgery. Subsequently, the patient complained of proximal tibial pain on the left and was revised due to pain and tibial loosening approximately 1 year post-op. The surgeon noted there was slight tibial micromotion. All components were revised. All available information has been provided.